Event description:
It was reported that the patient presented to the clinic for unrelated procedure. Upon device check pacemaker mediated tachycardia was confirmed. The atrial lead exhibited noise causing inappropriate auto mode switch episodes .the lead also exhibited low impedance. Loss of atrial capture was noted after generator change in 2015. Programming changes were made. The patient was asymptomatic and would continue to be monitored.